Manufacturer narrative:
(B)(4). Date sent: 05/22/2021. D4: batch # t5e214. H6: component code = others (g07). Additional information was requested, and the following was received: unfortunately despite multiple attempts physician hasn`t provide any additional details. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh33a device arrived with no apparent damage. The breakaway washer was present, cut and there was no staples present, indicating that the device achieved a full firing stroke. In addition, the washer and knife were noted to have nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Please explain what is meant by, ¿stapler cut but did not merge the tissue?¿ was the cut line fully circumferential? Did the device deploy staples into the tissue? If yes, please describe their shape? Were there any staples missing from the staple line? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Is the colostomy temporary or permanent? What is the current status of the patient? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that stapler cut but hasn¿t merge tissue. To complete the procedure the physician made a colostomy. Procedure: unknown.